Event description:
It was reported that the left ventricular lead intermittently exhibited greater than 2000 ohms impedance. This was noted on lead trending data over the last five months. Real time impedance was 580 ohms on (B) (6) 2010..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.